Event description:
We found some strips of electrodes that did not have the sticky adhesive on the whole electrode, so it does not stick to the pt. Right now, it seems to be sporadic and only some strips in the pack.